Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the replacement of the programmer and antenna resolved the poor communication and difficulty adjusting stimulation/programs. The patient reported it was so much quicker to program and move the levels up/down faster. The patient gave conflicting information when answering questions about charging taking longer than normal. The patient stated the antenna was not connecting properly to the patient programmer. The patient reported they sat charging it much longer. They called the manufacturer, who said to send the programmer back, and a new one was sent the next day. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported intermittent poor communication with the programmer (pp) antenna. The patient said for the last six months she had a hard time pulling up the screen where you select programs and adjust stimulation. The patient said she has had two artificial knees for a long time. A 500 pound rug fell on one knee and crushed her leg. The patient had not used the stimulator, because she has been on all sorts of medication and laid up for eight weeks. The patient wanted to start using the stimulator again, because she did not want to take all the medications they were giving her. The patient was walked through troubleshooting, confirmed the antenna was secure, and synced with the ins. The patient was able to connect. The patient was on group a program 1 at 0.10 volts and program 2 was at 0.10 volts. The caller wanted to go to group b. The pp would not go to program b, and the patient said she had been on it before. A replacement pp was sent to the patient. The patient stated they were in a lot of pain, and she was always in pain. The patient called at a later date reporting the same issues. During troubleshooting, the patient was able to use the remote without the antenna and it was working. It was reported the pp antenna was damaged. A replacement pp antenna was sent to the patient. The patient could not locate program b on the programmer. The patient also mentioned an issue with charging taking longer than normal that started two months ago. The patient stated she usually watches a movie and its charged. Now, the patient goes to bed and it takes all night to charge. The patient said she had 62 major surgeries. The patient said she has a disease that is eating at the bone called calcium pyrophosphate crystals disease. The patient said it depends on the weather where the pain is greatest. The pain is so intense she screams and has to have artificial joints put in. The patient had to get artificial joints replaced. The patient also has a dysfunction of autonomic system called dysautonomia. The disease causes her to pass out and fall a lot. The patient gets up at night, balance is off, and she falls when she gets to the bathroom. Whenever she falls, she does major damage to that area of the body. The patient had to have rotator cuff and labrum completely repaired. The patient needed a new joint; she said it was gone. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the therapy issue was resolved, and they received therapy after surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient could not sit long to charge the implantable neurostimulator (ins), they get up after 6-8 hours because of pain, their hands were throbbing because of the pain and they could not sleep, they could only get four coupling boxes filled when recharging and the ins was protruding. In the end, the patient was directed to their healthcare professional (hcp) to coordinate the device check with a manufacturer representative (rep). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell down the stairs when a rug fell on them. The patient had to have knee surgery and since surgery they have not been receiving therapy. While trying to troubleshoot during the call the patient encountered poor communication screen when using the antenna. No further complications reported and/or anticipated at this time.